Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed two separations in the reservoir bladder. Testing revealed these to both be sites of leakage. Microscopic examination of the surfaces noted material degradation. Abrasion as noted on all tubes of the pump. No functional abnormalities were noted with the pump or either cylinder. Investigation indicated that the human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. In addition, polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. This device was mechanically functional and passed all production and inspections before being accepted into finished goods. The device was also assumed function for over 10 years in the patient. Subsequently, material degradation occurred and progressed enough to cause mechanical failure to take place on reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information received indicated that the "pump would bottom out due to lack of fluid."

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the inflatable device was explanted as the implant was not completely filling. Another inflatable device was implanted as a replacement.